Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to recurrent pulmonary embolism (pe) and deep vein thrombosis (dvt) (per implant report). Per report from CT (computed tomography) dated (B)(6) 2018: "tilt: 0 degrees. Apex of the filter abuts the ivc wall: no. Position: appropriately positioned below the most inferior renal vein. Perforation beyond ivc wall: 5mm. Involvement of an adjacent organ or vessel: a prong extends into the origin of the right gonadal vein. Fractured and/or migrated strut fragments: none. Stenosis of ivc: none".